Manufacturer narrative:
Tech support - perform corrective action by perform calibration, or replace the patient cable the customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that during preventative maintenance testing, the sp02 module had an error during the cable alarm test.